Manufacturer narrative:
Upon follow-up, the customer reverted to manual injections for insulin therapy. The customer's healthcare provider (hcp) reported that the infusion set and insulin vial had been changed and after pump therapy was resumed, blood glucose (bg) immediately raised from 180 to above 400 mg/dl. The hcp and customer were certain the pump was malfunctioning. The customer went into diabetic ketoacidosis every time pump therapy was resumed while in the hospital. Bg lowered when the customer was on an insulin drip or administering insulin injections. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been hospitalized for high blood glucose (bg 680 mg/dl) and diabetic ketoacidosis (dka). The cause was not known. Prior to being admitted, insulin injections were administered and bg continued to elevate. The customer was treated with an insulin drip and insulin injections while hospitalized. A pump system check could not be performed as the pump's battery depleted due to a low battery and the customer did not have a charging cable at the time of the report. The customer had not yet been discharged and although multiple requests were made, the discharge date was not provided.